Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: found sheath penetrated approximately 35 cm from proximal end. Due to marks in sheath material close to penetration, the sheath may have been curved during filter advancement, due to anatomical conditions, thus causing the primary filter legs to scratch the inner lumen of the sheath and finally penetrate it. Unable to determine exact reason for penetration; under normal conditions the sheath is strong enough to accomplish the procedure, but the primary filter legs may be prone to scratch/exceed the sheath wall, if forcefully advanced through a curved sheath. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement was performed with right internal jugular vein approach. Resistance was encountered soon after the dilator was removed and the delivery catheter was inserted into the sheath. The entire system was removed and it was noted the filter penetrated the sheath. Another piece of the same device was used to complete the procedure. Patient outcome: no adverse effect on the patient.